Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the customer's reported condition of a colleague infusion pump with a failure was not confirmed or reproduced during service evaluation. Quality engineering identified failure code 802:20 as the last failure before service evaluation. A defective pump head module (phm) is the cause of the 802:20 failure. The phm was replaced to fix this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a "failure". This event occurred upon power up; however, it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.